Event description:
It was reported that the patient experienced a fall. X-ray imaging revealed migration of the lead, as well as high impedances. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Added explant date in db6.

Event description:
As a result, surgical intervention was undertaken on 06apr2026 wherein the entire system was removed.